Event description:
It was reported that the patient presented for follow up with chest pain. The right atrial (ra) lead perforated the atrium which caused pericardial effusion and cardiac tamponade. Lead perforation was confirmed by ultrasound. Pericardiocentesis was performed to drain the fluid. The ra lead also exhibited inadequate capture, low sensing of signals, and unable to be implanted due to helix retraction issues. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were suspected perforation, low sensing, inadequate capture, unable to implant and helix mechanism issue. The reported event of helix mechanism issue was confirmed but the reported events of low sensing and inadequate capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning and applying torque to the connector pin, the helix could be extended and retracted. The helix extension length was measured within specification. A tip stiffness test was performed, and the results were within specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event of helix mechanism issue was due to the helix being clogged with blood/tissue.